Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 5fr non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 8 atmospheres after a duration of 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).